Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware.

Event description:
It was reported that that the patient experienced inadequate stimulation as the implantable pulse generator (ipg) was no longer functioning as intended and pain at the pocket site. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.